Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was unknown. The customer declined to troubleshooting. The customer stated that they fell on the ice and insulin pump making a sound and customer cannot get it to shut off. The customer stated that the screen was white and can see a black mark where the screen shattered. Customer states the scratch was on the lcd screen. Customer states they cannot read the display. The device will be returned for analysis.

Manufacturer narrative:
Device received with a blank non-flashing white lcd display with vertical or horizontal white lines due to cracked lcd glass. Unable to perform the self test, displacement test due to blank display.